Event description:
A dye study was performed on (B)(6) 2012 at 1:30 pm. A prime bolus was not performed following the dye study, and it was noted that about 0.1 ml had been delivered since then. The patient experienced acute withdrawal. On (B)(6) 2012 a physician programmed a prime bolus of 0.39ml to be delivered over 5 minutes to resume therapy. The patient was to be monitored post bolus. Drug delivered via the device was lioresal 2000mcg/ml at a daily dose of 195mcg. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: catheter model 8840, serial# unknown, implanted: unk, explanted: unk; catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the dye study was noted as being done at an outside hospital. The cause of the event was clarified as being due to no priming bolus given after a dye study. It was further noted that there appeared to be a miscommunication regarding the patient's need to return the physician's clinic following the dye study for a priming bolus. A dose adjustment was performed, and a priming bolus was programmed and the patient's symptoms slowly dissipated. The patient was not hospitalized; and had recovered without sequelae.